Event description:
It was reported that an asymptomatic patient presented in the operating room for a lead revision. The patient had multiple appropriate therapies delivered on (B)(6) 2017, and physician suspected that the left ventricular lead may have been pulled back during that time. The left ventricular lead was later noted that it had exhibited a loss of capture. The physician had planned on repositioning the lead, but realized the lead was too short for proper placement. The lead was explanted and replaced successfully. The patient¿s condition was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.